Event description:
It was reported that  the implantable cardiac monitor (icm) experienced undersensing of qrs complexes leading to false pause and bradycardia episodes. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.